Manufacturer narrative:
(B)(4) this lot was manufactured from (B)(6) 2015. The device was received for evaluation. A visual inspection identified that there was backflow from the filling port when the filling ports cap was removed. Upon closer inspection it was identified that the backflow was the result of a particle, approximately 2.53 mm in length, under the devices checkband. A fourier transform infrared spectroscopy scan determined that the particulate matter was glass. The origin of the particle of glass could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked from the filling port during filling. There was no patient involvement. No additional information is available.